Manufacturer narrative:
(B)(4) for the reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography and stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic tip detached into the common bile duct, exposing the tip of the metal corewire. The physician used a balloon to move the detached tip from the common bile duct into the duodenal lumen. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the distal tip was partially detached exposing the corewire tip, approximately 1.7cm. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. No evidence of corewire fractured. The complaint is consistent with the returned guidewire that the distal tip was detached, exposing the corewire. The corewire was not fractured. Based on all available information, it fails to indicate a root cause or probable root cause for the fully detached guidewire tip. It is concluded that the most probable root cause for this event is "undeterminable." There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography and stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic tip detached into the common bile duct, exposing the tip of the metal corewire. The physician used a balloon to move the detached tip from the common bile duct into the duodenal lumen. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.